Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and unexplained high blood glucose of 597mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. No further information was provided.